Event description:
During a review of programming history available in the MFR's database, it was discovered that the pt's settings were changed following an interrupted system diagnostic test. No final interrogation was performed prior to the pt leaving the office. The pt's settings were changed at a later date to those similar to previous settings. No further details are available at this time.